Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced vision is hazy noticeable while driving and reading. The iol was exchanged for another non-company lens model approximately 2 months following the initial implant procedure. Additional information has been received and stated that no patient harm, surgeon prognosis is good. The patient symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned on a folded piece of stiff white medical sponge inside a plastic bag. Solution and dried blood was observed on the lens. One haptic was broken in the distal area. The broken haptic was returned. The optic was cut into pieces. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces, typical of damage created to remove a lens from the eye. Each lens was subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal non-toric lens company 19.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company, multifocal toric lens, 20.5 diopter lens. The completed questionnaire indicated that the patient's issues have resolved after replacing the lens. This information that a multifocal non-toric lens was replaced with a multifocal toric lens would suggest that the replacement lens model and diopter was an improved selection for this patient's vision needs.